Manufacturer narrative:
No samples were returned for evaluation; therefore, the condition of the product could not be verified. A lot history search could not be done because there was no lot information provided. Because a sample was not returned and no lot number was provided, the root cause for the dull knife experienced by the customer cannot be determined. The most likely cause of bluntness is damage to blade. However, it is unlikely that damage occurred during the manufacturing process. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the fishing process to ensure the sharpness of the product. (B)(4).

Event description:
A doctor reported that the knives were blunt. It is unknown if there was patient involvement. Additional information has been requested, but none has been received to date.